Event description:
It was reported that this right ventricular (rv) lead pulled back into the right atrium. This lead was repositioned back into the right ventricle. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.